Manufacturer narrative:
The subject device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the gi physician used the bicoag hemostasis probe for gi bleeding in duodenal on (B)(6) 2022. During procedure (therapeutic), the doctor discovered the tip of probe was detached from its body. The device was replaced. The intended procedure was completed using similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the observed failure is a known phenomenon likely resulting from using the device tip past its intended range of view or range of motion. A definitive root cause cannot be identified. This issue is covered in the instructions for use: keep the device tip in sight during use. Inadvertent activation or movement of the device outside the field of vision may result in patient injury. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented based on customer response and updates. Communication with the customer conveyed that the subject device was discarded and will not be returned however, photo of the damage device with a detached unit was provided for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.